Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported trouble during loading the intraocular lens (iol); iol got scratched while loading. The incident occurred during iol implantation procedure. It was further noted that the injector might have caused the scratch on the lens. There was no patient contact. The surgery was completed with a backup lens.